Event description:
It was reported that a patient underwent a cosmetic rhytidectomy procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in cosmetic rhytidectomy surgery. Changed another nine to continue the surgery, the same problem happened. Changed another one to complete the surgery. There is no report on patient's injury. There will be 48 devices returned for analysis, including 1 actual sample and 47 sterile samples from same batch. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify: during the op. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. Events reported: 2210968-2022-08300, 2210968-2022-08301, 2210968-2022-08302, 2210968-2022-08303, 2210968-2022-08304, 2210968-2022-08305, 2210968-2022-08306, 2210968-2022-08307 and 2210968-2022-08308.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/16/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one empty opened foil, one detached needle, and one suture that pertains to product code vcp433h were returned for analysis. In order to evaluate the conditions of the returned samples, the swage and attachment area was noted to be as expected, and a suture piece still was attached to the barrel hole to the needle. The end of the suture was cut which appears to be by the use of a surgical instrument. No needle pull-off was observed. The functional test could not be performed due to the condition of the sample. The condition of the sample received indicates improper handling of the device. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.